Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in fluctuating blood glucose levels. The patient was taken to the hospital by a family member. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. No further information was provided.